Manufacturer narrative:
This information was not provided on the medwatch report received. Additional information has been requested but no response has been received to date. (B)(4). No evaluation could be made, no conclusion could be drawn as device was not returned.

Event description:
(B)(4).